Manufacturer narrative:
Device received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and also reservoir was not able to lock in place when inserted into insulin pump. The customer¿s blood glucose level was 547 mg/dl. The customer was treated with manual injection. Customer stated that reservoir compartment opening was broken off. The customer performed troubleshoot for high glucose. Advised customer to discontinue use of the pump and revert to a back-up plan per healthcare professional instruction. The insulin pump will be returned for analysis.